Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, when the device was connected to the leads, intermittent pacing was observed. The device was programmed to vvi with the same behavior. Therefore, a new device was placed.